Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 30050998803-2009-03506 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure on a female patient performed on (B)(6), 2009. According to the complainant, during the procedure, the first clip grasped the tissue but would not release from the catheter. The device was manipulated until the catheter came off. A second clip was deployed and the blue handle on the oversheath disconnected from the oversheath. The oversheath was able to be removed by hand. Both clips remained inside the patient attached to tissue. The procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device clips remained inside the patient and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filled. (B)(4).